Manufacturer narrative:
(B)(4). The lot was manufactured from february 7, 2015 to february 9, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter 1.10 millimeters in length, floating in the bladder. Ftir spectroscopy identified the particle as acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a floating particle in the balloon. This was identified before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.